Event description:
The user facility reported that a 52-year-old female patient implanted with the impella cp for mechanical circulatory developed a hole in the catheter of the device. The patient was reported to have tortuous anatomy with axillary insertion; however, the device was eventually inserted with some effort. Afterwards, the medical staff noticed leaking at the location of the graft anastomosis. Additional sutures were placed while the device was in the graft. After the pocket was closed, blood was noted to be leaking from the red impella plug by the grey/red junctions. No further information was provided. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was returned for evaluation. Analysis of the data logs did not reveal any performance issues. The device was returned. The returned pump was visually inspected and a hole was observed in the catheter at the 29 cm mark. The cause of the bleeding from the red handle was blood ingress due to improper suturing resulting in a hole in the catheter. This report is being filed as part of a retrospective review of historical records.